Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer noticed that there was a time difference between the pump and the computer. Reportedly, the pump time was behind by 19 minutes. There was no impact to the customer's blood glucose level. Tandem technical support assisted the customer on setting the accurate time on the pump.